Event description:
The sales rep, reported that during an omega3 surgery the surgeon experienced misdrilling in neck of femur and questioned the fixed angle guide instrument. No replacement device used.

Manufacturer narrative:
Evaluation summary: the reported event that the fixed angle guide does not guide 135° could not be confirmed. The inspection of the device showed no deviations. Based on the investigation, the root cause of the wrong angle was attributed to a user related issue. As described in the operative technique omega3 system compression hip screw (ref# 982306) be sure to hold the angle guide firmly on the femoral shaft. Any tilting or twisting can affect achieving the desired angle. Furthermore the operative technique states that the guide pin should be inserted under image intensification: ¿while holding the appropriate angle guide firmly on the femoral shaft, the 2.8mm guide pin is inserted in the hole of the angle guide and advanced into the femoral head under image intensification until it reaches the subchondral bone in the center of the femoral head in both frontal and lateral views (fig. 11 & 12). If the guide pin is not positioned correctly, an additional pin can be inserted 5mm above or below the central position in the frontal plane, and 5mm anteriorly or posteriorly to the central position in the lateral plane, without removing the first guide pin (fig. 13 & 14).¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The sales rep, reported that during an omega3 surgery the surgeon experienced misdrilling in neck of femur and questioned the fixed angle guide instrument. No replacement device used.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.